Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a degenerative mitral regurgitation (mr) grade 4. A nt(lot: 40402r1030) was chosen for implantation. When deploying, the delivery system failed to detach from clip. Minus knob was applied and the clip was able to detach. An additional clip cds0705-xt / 40103r1104 was implanted successfully. The procedure ended with mr reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult clip deployment was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a degenerative mitral regurgitation (mr) grade 4. A nt(lot: 40402r1030) was chosen for implantation. When deploying, the delivery system failed to detach from clip. Minus knob was applied and the clip was able to detach. An additional clip cds0705-xt / 40103r1104 was implanted successfully. The procedure ended with mr reduced to grade 1. There were no reported patient consequences or clinically significant delay.